Event description:
It was reported that pt, implanted on (B)(6) 2000, had weird sound impressions. She heard undefined sounds. Testing in situ shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.